Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the fenestrated bipolar forceps scissored while the surgeon was using the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that no functional failure likely to lead to patient harm was identified, as there was no arcing, smoking, sparking, melting, loss of cautery, low/intermittent energy delivery, non-intuitive motion, or uncontrolled movement. The surgeon noticed that the instrument tips were scissored, but no other motion-related issues were reported, including no known problems with opening/closing of the grips, left/right motion, or up/down wrist motion. The instrument wrist cables were believed to be undamaged, and no piece detached or broke off from the distal end of the instrument. The surgeon was able to complete the procedure using the same instrument, despite the scissored tips, and the instrument has already been sent to isi for analysis/evaluation.

Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was found to have thermal damage to the yaw pulley. The instrument was found to have charring and localized melting at the grip base on the outer surface of one bipolar yaw pulley near the grip cables. The instrument passed the electrical continuity test. A review of the procedure logs did not display any results. Additionally, the instrument was found to have one bent grip tip, causing them to be misaligned. The offset at the tips was 0.89mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.